Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The date of the patient's death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: secondary aortic valve replacement in continuous flow left ventricular assist device therapy. Artificial organs, january 2021; doi: 10.1111/aor.13906. Pmid: (B)(4) product event summary: one (1) pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate could not be performed since the device serial number is unknown. Based on the available information, the device may have caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed clinical outcomes in vad patients who required surgical aortic valve replacement in the setting of severe aortic regurgitation. Multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. The article reports five patients on vad support experienced severe aortic regurgitation and mild-to-severe tricuspid regurgitation, noted to be related to use of vads. Patients were hospitalized and underwent surgical aortic valve replacement, with two patients undergoing concomitant tricuspid valve replacement. One patient died in-hospital from pneumogenic sepsis after surgical aortic valve replacement. The status of the vad is unknown.